Manufacturer narrative:
Age of the probe is 4 years. Electrical safety testing and fluid ingress testing passed. Probe was unable to flex to 40-degrees specification. Visually probe endoscope had dents, scratches and blistering indicating possible lack of use of biteguard. Also noted a sharp depression, possibly a bite mark, in the outer layer at 30cm marker. No significant functional defect was found. No thermal reading or thermal rise defect found. Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.

Event description:
It was reported that a patient was undergoing an open heart procedure with the device in question used for diagnostic purposes. During recovery the patient complained of pain while swallowing. A test was done to reveal that patient had burns on the esophagus. The patient underwent a dietary consultation and was sent to an emt specialist, who prescribed a wash to help heal the burn in the throat.